Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bte-2ew2 a biometric identifier error spoofed fingerprint failed capture: 5050 was observed. The customer also reported that the station intermittently shut down while a user was actively logged in and performing a transaction. The station can be powered back on and used again; however, this unexpected shutdown had occurred three times during active transactions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station powered off in the middle of pulling medications. A field service engineer (fse) checked the rear spine cable connecting the drawers to check for visible damage or exposed wiring, and none was found. Based on prior experience with similar symptoms, the power supply module was identified as the most likely root cause. To restore functionality while awaiting the correct replacement part, a working power supply module was temporarily borrowed from a medstation that was out of service in the pharmacy department and installed in the affected unit, allowing continued operation. Once the new, correct power supply module arrived, it was installed in the station, permanently resolving the issue, and the station was confirmed to be functioning normally with no further shutdowns observed. The system functioned as intended after the field service engineer repaired the device.